Manufacturer narrative:
The device was received at the local service facility for investigation. Diagnostic: an inspection of the equipment's operation is carried out due to an error presented in surgery. Error e-2. Main board review, cleaning and verification is done. The divise in working and functional device remains in monitoring. Probable root cause: light engine malfunction. Main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688. Overheating, power supply malfunction, software malfunction, hf/rf interference, cybersecurity attack - see rsk12346 appendix b security risk table. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.